Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) . Please see medwatch 2032227-2014-54491.

Event description:
It was reported that the customer's blood glucose meter was not connecting with the insulin pump and the customer had just gotten out of the hospital. Assistance was provided with programming and set-up. The insulin pump was a replacement for the last one, which had been ruined by going through a magnetic resonance imaging machine at the hospital. Nothing further was reported.